Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly. The unit was received with intermittent button response due to corroded keypad traces. The device also was received with cracked case on the display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported by the customer's wife that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was around 122 mg/dl, but is currently unknown. Customer's wife mentioned that the customer has low blood glucose levels. Customer's wife declined troubleshooting for her husband's blood glucose levels. Insulin pump will need to be replaced. No additional information provided.